Event description:
On (B)(6) 2015, the reporter contacted animas and reported a temperature issue with the pump. The pump reportedly felt very hot at times and was draining the battery life. The pump reportedly emitted a "replace battery" alarm and then emitted a "low battery warning. The reporter believed there may have been issue with the battery indicator since the pump directly emitted a "low battery" warning when the battery life indicator went from 3 bars to 1. The (B)(4) lithium aa battery reportedly used when the incident occurred. There was no reported damage to the pump. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 04/30/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the black box revealed one ¿call service (cs) 128 replace battery¿ alarm and one ¿cs177 low battery¿ warning occurred due to normal battery wear on (B)(4) 2015. There was no unusual activity observed. The returned battery cap and cartridge cap were used to complete the investigation. During evaluation, the ¿ez-prime¿ steps were successfully performed on the pump with no overheating or any errors, alarms or warnings (eaw). The pump¿s cover was removed; there were no intermittent conditions found to the power pcb or to the cgm module. The product performed within specification and the reported ¿temperature¿ complaint, was unable to be duplicated during investigation.